Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. At the end of the procedure, a pericardial effusion was seen. Pericardiocentesis was performed to successfully drain the pericardial effusion. The patient was to be hospitalized for one day and was doing well following this event. The farawave catheter is not expected to return for laboratory analysis as it was disposed.